Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect gas delivery engine (gde) is available for analysis and a return good authorization (rga) has been issued. At this time, carefusion has received the gde but the investigation has not begun yet. A follow up report will be submitted upon completion of the failure analysis investigation.

Event description:
The customer reported an unresolved high fraction of inspired oxygen (fio2) alarm and the fio2 delivery was out of specification by 20% on this avea ventilator. No reported patient involvement with this event.

Manufacturer narrative:
The carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was that the flag hub was loose on the motor shaft of the blender, causing the blender flag to over travel its intended setting, resulting in inaccurate oxygen delivery.